Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder nos. Previously administered products included for an unreported indication: depo provera. Concomitant products included mesalazine (asacol), metronidazole and prednisone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and arthralgia ("right hip pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, tooth disorder and menorrhagia had not resolved, the vaginal haemorrhage outcome was unknown and the dyspareunia and arthralgia had resolved. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet. Events vaginal bleeding, dyspareunia (painful sexual intercourse) and hip pain were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), tooth disorder ("dental problems") and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, tooth disorder and menorrhagia had not resolved. The reporter considered autoimmune disorder, dysmenorrhoea, menorrhagia, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), tooth disorder ("dental problems") and menorrhagia ("menorrhagia"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, tooth disorder and menorrhagia had not resolved. The reporter considered autoimmune disorder, dysmenorrhoea, menorrhagia, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.